Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized on (B)(6) 2017 at 11:30 am due to high blood glucose level of over 600 mg/dl. Blood glucose at the time of the call was 521 mg/dl and treated with pens. Customer experienced symptoms related to their high blood glucose such as dizziness and sleepiness. The customer was wearing the insulin pump at the time of admission. Troubleshooting was performed. High pressure test was completed and passed. The insulin pump was not replaced or returned for analysis.